Event description:
Nurse manager noted the staff have had issues with foley cath kit and balloon deflations. Manager tested the foley balloon, the fluid didn¿t automatically come back in the syringe. Once the manager detached the syringe and reattached it, the fluid for the balloon came back out. Manufacturer response for foley tray system, surestep foley tray system (per site reporter). Nurse clinician reported equipment failure reported to clinical manager, clinical support. Quality department reported equipment failure to bd technical services 800-638-8663. Equipment to be return via mailing label provided by bd.